Event description:
Information was received from a consumer both directly and via a company representative regarding a patient receiving dilaudid (15 mg/ml) at 8.5 mg/day and bupivacaine (5 mg/ml) at 2.83 mg/day via an implantable pump for malignant pain, colon. The patient has cancer and spinal stenosis. The patient was admitted to the hospital on (B)(6) 2016. It was initially reported that she was admitted to the hospital for her cancer or a cancer concern, but later information indicated that the patient was admitted due to pain. The patient attempted to use the personal therapy manager (ptm) on (B)(6) 2016, but got the error code 8476, which was seen for the first time. This code indicates that a motor stall occurred. The patient denied hearing the pump alarming at any time, but she was in patient at the hospital and there were a lot of noises in the room. The patient reported the code to the clinic, which scheduled her for a replacement. The patient denied any exposure to electromagnetic interference (emi) and did not have an MRI recently, only a cat scan on wednesday (B)(6) 2016. Interrogation of the pump twice on the morning of (B)(6) 20166 showed an unrecovered motor stall which occurred on (B)(6) 2016. The patient had more pain. The pump failed and was replaced. As of (B)(6) 2016 the issue was considered resolved and the patient was alive with no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.